Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump has cracks on the screen. Customer's blood glucose level at the time 145mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.